Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During testing and evaluation, it was concluded that there was excessive overheating and melting of the battery pack pins and pogo pin. The customer was contacted and it was explained that electrical arcing can occur in the sprintpacks directly mounted to the air frames in the helicopters that can cause heating and melting of the plastic in the power manager. It was suggested to the customer to change the orientation of the power manager to attempt to reduce vibrations. It was also suggested to the customer the use of a soft pack to allow it to absorb vibrations. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the batteries had contacts that were melted. It is unknown at this time whether there was any patient involvement associated with this complaint.